Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by replacing the pump. The customer, who does not use fsl2+ sensors with the pump, was instructed on putting the malfunctioned pump into storage mode and was also guided to return it to tandem to prevent billing. The caller acknowledged having to program the pump settings and connect their cgm to the replacement pump, and technical support sent the replacement pump. The customer will use multiple daily injections (mdi) as a backup.